Event description:
It was reported by service report that the caster wheels had flat spots on the rubber, causing the brake force to be decreased. No patient involvement or adverse consequences were reported.